Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Phone number provided is (B)(6).

Event description:
Medical staff report rupture related to right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and red particle material on the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified two sharp openings. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was two sharp edge openings in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.